Event description:
It was reported, following an initial leadless pacemaker (lp) implant procedure, low blood pressure was observed revealing a pericardial effusion. A leak in the right appendage was observed. Pericardiocentesis was performed to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.